Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment for an aortic aneurysm. It was reported that an angiogram revealed that there was a distal type I endoleak in the right common iliac artery. The physician implanted an endurant stent graft without any problems. The distal type I endoleak was resolved. Per the physician, the cause of the distal type I endoleak was due to the patient¿s anatomy; aneurysmal iliac and iliac dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Internal film review: review of 8-yr post-implant cta's revealed that the patient has a talent aaa stent graft system and an endurant aortic cuff implanted. The lowest renal is on the right side. The bifurcate was implanted with the top of the graft fabric ~ 5 mm below the right renal artery. The bifurcate was extended with the endurant aortic cuff proximally. The endurant aortic cuff was positioned with the top of the graft fabric just below the right renal artery. The contra gate of the talent bifurcate opened on the left side. The contra limb was implanted into the contra gate with ~ 3 cm overlap, and extended into the left common iliac artery. The distal edge of the contra limb landed ~ 3.5 cm above the right internal iliac artery. The ispi limb of the bifurcate was implanted into the right common iliac artery. The distal edge of the ipsi limb landed ~ 5 cm above the right internal iliac artery. The bifurcate main body to the limbs were mildly angulated. The right ipsi limb were non-tortuous. There is currently minimal radial apposition between the distal right/ipsi limb and the vessel wall. The distal right/ipsi limb od measured ~ 18 mm and the vessel diameter at the same level measured ~ 25 mm. Contrast was seen outside of the right/ipsi limb in the right common iliac artery, but the contrast did not appear to be feeding the aneurysm sac despite the lack of radial apposition. The right common iliac artery was moderately calcified. The distal left/contra limb od measured ~ 18 mm and there was ~ 2.5 cm distal seal length remaining. No other obvious stent graft issues were observed. The max aneurysm diameter measured ~ 6x7 cm. Review of a short angio video during the secondary intervention showed that the ipsi limb of the talent bifurcate had been extended distally with an endurant limb extension. The endurant limb extension was implanted into the ipsi limb of the talent bifurcate with ~ 3 stent length overlap. The distal edge of the endurant limb extension landed just above the right internal iliac artery. Contrast injection with the injector placed above the suprarenal stent showed that the events were resolved. No obvious stent graft issues were observed. If information is provided in the future, a supplemental report will be issued.